Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced broken ail sensor right side, and corroded right,left iui. Replaced damaged door keypad. Replaced rear case under recall. A review of the device history record showed the device had a manufacture date of 06 oct 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: pa-2014-0026 for lvp pressure sensor. CAPA #: ca-2014-0284 for lvp air in line. CAPA #: ca-2018-0161 for iui conn issues.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.